Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system during a procedure on (B)(6), 2008according to the complainant, post-procedure, the patient experienced pain, scarring, adhesions, bowel and urinary dysfunction, infection, foreign body rejection, erosion, contraction and nerve and soft tissue damage (specifcs and date/s of onset unknown).all other information, including the patient's current condition is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.